Event description:
The user facility reported a 79-year-old male in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support after the physician aborted the case for inserting an impella 5.5. The impella cp was attempted to be inserted, but the case had to be aborted as well due to the inability to push across the patient's aortic valve. The physician was unable to make the turn out of left subclavian artery due to patient's anatomy.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the reported delivery issue- anatomy has been completed since the original report was filed. Returned complaint cp pump visually inspected. No kink observed in catheter and cannula. No other abnormality observed. The cause of the delivery issue most likely was patient condition related due to patient anatomy.